Event description:
Implantable cardioverter defibrillator (ICD) was observed to have a battery status of eri (elective replacement indicator) eleven days post implant. The device was explanted. A new ICD was successfully implanted.